Event description:
Philips received a complaint on the heart start xl+ defibrillator/monitor indicating that the device had a battery alarm. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device. It was determined that this was a malfunction of the device's battery for which the customer was provided information for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed. The customer was provided information to replace the battery. It has been concluded that no further action is required at this time.